Manufacturer narrative:
(B)(4). The event occurred in: (B)(4).

Event description:
The customer complained of questionable results for 7 patients urine samples tested for albt2 tina-quant albumin gen.2 tested (albt2) on a cobas 6000 c (501) module, of which 6 are a reportable malfunction. The customer stated that they accidentally reran a patient¿s sample and noticed that the result was really low in comparison to the previous results. Please refer to the attachment to this medwatch for patient data. Patient 2 is a (B)(6) female with a date of birth that was not provided. The customer stated that the samples that are aliquoted into (B)(4) cups for testing are collected from the same sample tubes that are processed through a urisys 2400. It was also noted that the samples were not centrifuged, but it was confirmed the samples were without precipitates. There was no allegation of an adverse event. The albt2 reagent lot was 25332701 with an expiration date of 31-jan-2019. The field engineering specialist detected a fluidic problem and replaced the gear pump. Precision testing was performed

Manufacturer narrative:
The customer stated that since the maintenance activities performed by a field service engineer they have had no further problems with albt2 tina-quant albumin gen.2.